Event description:
The or table malfunctioned with the patient on the table. The foot section dropped and the hand controls would not respond. The back section dropped after the foot section. The patient was moved to another or table.